Manufacturer narrative:
(B)(4). Date sent to the FDA: 07/18/2019.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: the patient demographic info: age, gender, weight, bmi at the time of index procedure. No further information is available. How much of the incision was open - dehiscence (in cm)? No further information is available. How was the stratafix spiral initially placed in the dermis? No further information is available. What was the condition of the fascia tissue (normal, diseased, weakened)? No further information is available. What was the appearance of the stratafix spiral suture during second procedure? Breakage. Can you clarify, was the stratafix spiral suture found broken during the second procedure? The stratafix spiral suture found broken during the second procedure. If the stratafix spiral suture was broken, if so where (termination, middle, end)? No further information is available. What is the surgeon opinion as to relationship of the stratafix spiral (dermis)suture contributed to the event? Tissue other than the wound site had been also cut, so it is thought that it had been cut by some external force such as fell over when the patient went to the toilet. Can you confirm that the patient fell? No, we can't. What is the current condition of the patient? The patient is in hospital. As of june 30, the patient is scheduled to be discharged four weeks later. No further information will be provided.

Event description:
It was reported that the patient underwent a total knee arthroplasty procedure on (B)(6) 2019 and the suture was used on dermis. There was no problem with the usage. 2 days after the surgery, on (B)(6) 2019, the patient complained of pain, and it was found that the suture was torn, and the wound site was opened, so reoperation was performed for closing the wound on the same day. The surgeon opined that the wound was opened due to suture breakage. Other contributing factor was reported that the patient complained of pain when the patient came back from the toilet, so the patient probably fell over. But, the patient's confirmation has not been taken. As a result of confirmation by reoperation, the suture and the tissue had been cut. Tissue other than the wound site had been also cut, so it is thought that it had been cut by some external force such as fell over when the patient went to the toilet. There is no problem with the reoperation, and the patient¿s condition is stable postoperatively. The patient is in hospital. After the reoperation, the progress is good. The condition is stable and as of (B)(6) 2019, the patient is scheduled to be discharged four weeks later. There is no additional treatment is planned. No further information is available.